Event description:
On 1/17/93 we were notified by the hospital that the ventilator overheated and stopped while connected to a pt. The hospital also informed us that the pt was briefly "bagged" and then switched to another ventilator without any problem.